Manufacturer narrative:
Alleged failure: update: the failure happened on all of them. Randomly the light would turn off, it would not come off standby when white balancing, the spy mode would randomly be grayed out and could not be controlled at all. Tech support seemed to believe it was something with the l11 being connected to the hub directly. There was a small loss of visualization in some cases when the light would turn off. The procedure was completed successfully with no medical intervention and surgical delay. Rep confirmed that 2 l11s/2 ccus had the spy mode issue. The remainder of the 4 l11s and 4 ccus had issues with the light randomly turning off. The light would go out for no more than 30-45 seconds. Spy mode was not able to function correctly, would not toggle on. All parameters were met for proper function, but would not toggle. Salesforce case number (B)(4). The probable root cause is a damaged esst spring. The esst spring needs to make consistent contact with the metal on the proximal end of the light cable for the safelight technology to work properly. When intermittent contact is made, the light source will act as though the adapter is not on the end of a safelight cable and white light will go into standby and turn off. This will result in the light output not turning on when the power button is pressed and white light flickering during a procedure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image during procedure.